Event description:
The instrument stapled but did not cut. The instrument was jammed in the anastomosis. A resection of the colon and rectum had to be done in order to release the instrument. A new anastomosis was done which resulted in longer operating time by one hour and thirty minutes.